Event description:
It was reported that during an unspecified biliary procedure, a stent detachment occurred. The lesion was located in an unspecified bile duct. The 11.5fr/7cm flexima biliary stent advanced, however, difficulty was encountered while crossing the lesion "due to the stenosis". The physician attempted several times to cross the lesion but was unsuccessful. At an unspecified time, the stent detached while inside an unspecified endoscope. The physician was able to remove the detached stent and endoscope as a unit. It was not known how the procedure was completed. The patient's status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.